Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states both replacement motors are getting too hot to touch, and is within 6 months warranty. Dealer states the consumer could smell hot plastic. The chair automatically turned off when the motors got hot. After the dealer checked out the chair, the motors were not the issue - the (B)(4) plug melted in between the battery boxes.